Event description:
Dr. (B)(6) implant surgeon of the hospital reported to our sales rep that the implant was not grown together with the cement. A revision surgery was done.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.